Event description:
Caller reported an alarm 2 followed by alarm 26, indicating an occlusion event earlier in the day that caused the customer's blood glucose level to exceed 500 mg/dl, reading as "high" on the cgm. Customer administered a correction injection via mdi and did not require third-party assistance. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin, with reports of similar actions taken for previous occlusion events.